Manufacturer narrative:
Added serial number. Added expiration date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 24 years post implant of this 33 mm tricuspid annuloplasty ring, it was explanted and replaced with a 33 mm tricuspid bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.